Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A field service engineer rebooted the refrigerator and station and recovered and tested the drawers. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system had drawers that were not responding for the last 35 hours. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.